Event description:
It was reported that in a versajet ii exact disposable handpiece 45 degree x 14mm, the saline flow did not come out from the tip of the handpiece when using the product. It is unknown how the procedure was finished. No harm or injury reported on patient. A 30 minutes or less delay was reported.

Manufacturer narrative:
H3, h6: the device used in treatment was returned for evaluation. A relationship between the reported event and device could not be established. A visual inspection was performed and showed there was no blockage observed. The piston assembly was in the middle position within the chamfer. Functional inspection was performed and showed there was water flow as the feed line was connected to the water supply. The device primed and functioned as intended, probable root cause may be an obstruction fluid supply. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product. Additional information: d4.